Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear causes increased resistance of the connector contacts which results in an excessive voltage drop at the contacts when the code-summary function is activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device while printing the code summary had unexpectedly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 of the initial medwatch report indicates: initial reporter address (B)(6), postal code blank section e1 of the initial medwatch report should indicate: initial reporter address (B)(6), postal code (B)(6).

Event description:
The customer contacted physio-control to report that their device while printing the code summary had unexpectedly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, battery wire harness and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device while printing the code summary had unexpectedly powered off. There was no patient use associated with the reported event.